Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550922, expiration date 05/31/2010). (B) (6).

Event description:
Caller states pt reportedly received result of 221 mg/dl on inform system 1 and result of lo (less than 10 mg/dl) on inform system 2 within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.